Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer's current blood glucose was 506 mg/dl. The customer was treated for high blood glucose with manual injection. Customer has already changed the set after issues. Customer will be calling his healthcare provider to check his settings and monitor his blood glucose when taken a bolus to see if the infusion set change will help the issue.